Event description:
It was reported that during the procedure, when inserting a 018 hi-torque (ht) connect guide wire into an unspecified guiding catheter, via common femoral artery access, some green powder (residue) of the hydrophobic coating on the proximal part of the guide wire was observed at the needle guide. The ht connect guide wire was withdrawn from the guiding catheter and the procedure was completed via use of a non-abbott guide wire and successful deployment of an unspecified stent in the right common iliac artery. There were no adverse patient effects and no occurrence of a clinically significant delay. Additional information has been reported.

Manufacturer narrative:
A batch history review was carried out which demonstrated that the guidewire was manufactured to specification. I will forward the final report once the investigation has been completed.